Manufacturer narrative:
Investigation ongoing.

Event description:
It was reported that the head-casing came in contact with the zoom csi board and created a short circuit. It was reported that there was sparking and that some components on the board melted. No pt involvement or adverse consequences were reported.